Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:09:28. During night drain cycle two, the patient's ultrafiltration reading was 1606ml, indicating the home patient (hp) drained 1606ml more than their maximum programmed fill volume of 2500ml. No additional information is available.